Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow up with the implantable cardiac monitor exhibiting episodes of ventricular under-sensing. No interventions were made. The patient will continue to be monitored.